Event description:
The clinic reported that a laser vision correction patient presented with blurred vision in both eyes a week post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Bcva from (B)(6) 2014: right eye pre-op 20/20 3.50 x -.25 x 0, left eye pre-op 20/20 3.25 x -.50 x 5. On (B)(6) 2015 account reported that patient evolved as follows: at (B)(6) 2014 visit, patient went for second opinion for dry eye. She was started on fish oil and restasis. Surgeon discontinue restasis and put in (punctal) plugs. Patient was schedule to return to center (rtc) in 2 months. Patient was seen on (B)(6) 2015 and corneas were clear. Patient reported that she felt vision has gotten worse. Her visual acuity was 20/20- both eyes and (punctal) plugs were put in both eyes. On (B)(6) 2015 patient was seen and she stated eyes feel dry, vision in good light is ok, near vision has decreased. Plugs were put in lower lids both eyes; vision 20/20 right eye; 20/25 left eye; 20/20 both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.75 x -.50 x 175, left eye pre-op 20/20 -1.00 x -.50 x 119.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.